Event description:
It was reported that the tip of the prolift inserter fractured while disengaging from a cage intra-operatively.

Manufacturer narrative:
Device not returned it is hypothesized that during use an excessive force was applied to the installer at the angle which resulted in a torsional or off-ais asymmetric (rocking or toggle) load being applied to the distal tip of the installer. An expandable spacer installers are not designed to withstand an excessive torsional or off-axis load, an insertion forces applied at an angle may have resulted in the failure at the distal tip of the installer.